Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced a line blocked alarm and infusion site issues that began friday night. The patient initially resolved the first line blocked alarm by changing the cassette, after which a site failure occurred. Blood glucose increased to 237 mg/dl. The patient denied nausea or vomiting but reported feeling unwell. Troubleshooting included checking the tubing, rotating tubing positioning, and changing the infusion site, after which blood glucose levels began to decrease. Upon removal of the first site, the cannula was noted to be kinked. After placing a second site, bruising was observed beneath the site, prompting another site change; bleeding was noted upon removal of the second site. A new site was then placed on the side of the abdomen, where redness and irritation were observed. The patient uses infusion sites on the abdomen, lower back, and upper buttocks and uses lyumjev insulin in the pump. Education was provided regarding potential causes of line blocked alarms, site rotation, prevention of site irritation, and the replacement process. The address was confirmed and a replacement was processed. The patient changed the infusion site, and current glucose was reported as 103 mg/dl. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 22 yr-old non-hispanic/latino white female weighing 220 lbs.